Manufacturer narrative:
Upon initial investigation of reaction data, the reaction monitors for low values show abnormal kinetics which may be related to oxygen depletion, causing the kinetics to decrease at the end of the run. A > kin flag is an indicator for extremely high triglyceride concentrations in the sample. Precision studies were performed and the results were ok. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with trigl triglycerides on a cobas 8000 c (701) module. The sample initially resulted in a triglycerides value of 391 mg/dl and this result was reported outside of the laboratory to the doctor. The doctor complained about the value since it did not fit with values from other lipid tests. The sample was repeated on (B)(6) 2022, resulting in a value of 133.5 mg/dl. As this value also did fit with other values, the sample was repeated again. The sample was repeated a second time on (B)(6) 2022, resulting in a value of 965.8 mg/dl accompanied by a >kin data flag, indicating unstable reaction kinetics. The sample was automatically repeated at decreased sample volume, resulting in a value of 4180.4 mg/dl. The sample was repeated a third time on (B)(6) 2022, resulting in a value of 1302.9 mg/dl accompanied by a > abs data flag, indicating high absorbance. The sample was automatically repeated at decreased sample volume, resulting in a value of 4138.9 mg/dl. As the values were abnormal, the customer re-centrifuged the sample at a higher speed and repeated the sample a fourth time on (B)(6) 2022, resulting in a value of > 1415.8 mg/dl accompanied by a data flag. The sample was automatically repeated at decreased sample volume, resulting in a value of 2875.3 mg/dl. The 2875.3 mg/dl value was believable and fit with the patient's results. The serial number of the customer's c 701 analyzer is (B)(4).

Manufacturer narrative:
The customer stored the sample frozen. The sample was thawed and re-tested. The sample was repeated and resulted in an unknown value that was accompanied by a >kin data flag. The sample was repeated again, resulting in an unknown value accompanied by a > abs data flag. The sample was then repeated again, resulting in an expected value of > 4000 mg/dl .

Manufacturer narrative:
Control data was within range. Calibration data from the last calibration on 22-jul-2022 was ok. The reaction curves of the low sample results show that there is an oxygen depletion during the assay reaction, leading to falsely low results. Per product labeling: "prozone check: the flag > kin is an indicator for extremely high triglyceride concentrations in the sample. False normal results are due to oxygen depletion during assay reaction. Precision studies were ok, except for one of 5 test parameters.